Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that after the pt's activation in 2005, he showed normal results. In 2008, the pt noticed a deterioration in his hearing perception. An audiological evaluation was performed which showed that the pt's auditory thresholds have decreased and that he is no longer inside the criteria for a vibrant soundbridge. A rtf test was carried out before re-implantation, which confirmed that the implant is working properly. The surgeon decided to explant the vibrant soundbridge and re-implant a cochlear implant. Re-surgery was carried out in 2009.